Manufacturer narrative:
The device is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this device was thoroughly inspected and analyzed. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Event description:
Boston scientific received information that interrogation of this device was unsuccessful and no magnet tones could be obtained. The patient had a sinus rhythm in the 70's and there were no adverse patient effects. The device was explanted and the patient was upgraded to a bi-ventricular device due to a low ejection fraction (ef).